Manufacturer narrative:
Initial and final (B)(4) - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue of bent cannula on (B)(6) 2025. No further information was available.